Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate evaluation statement it has been approximately 61 days and the product is not available for evaluation. To date 3 attempts to retrieve the device have unsuccessful, the complaint device has not been returned. Should at some point the complaint device is returned, the file will be re-opened so the evaluation and root cause can be added. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed with an unrelated (non-conformance / out of tolerance) to the reported incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed no other complaints of any kind for this lot released to distribution. We cannot discern a root cause for the reported failure mode. At this point in time, no corrective action is required and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).

Event description:
It was reported by the affiliate in (B)(4) that during an unspecified surgical procedure, it was observed that the second omnispan meniscal repair system, w/ 12 degree needle, ea backstop couldn¿t be brought through the meniscus and stayed on the needle although the trigger was pushed a few times. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.